Manufacturer narrative:
One cadd reservoir cassette was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of leaking was verified. Use testing was performed. The problem source is defective component within the device. The manufacturing engineer is updated the processes for uv application and curing on (B)(6) 2018. The team will also retrain the personnel on the documentation.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a cadd reservoir cassette was found leaking. The customer noted some medical fluid on the outside of the cassette following the filling of the product with 250 ml of fentanyl. A leak was found, therefore was not attached to a pump. When customer filled the same cassette with 230 ml of medical fluid the following day, no leak was observed. No patient injury resulted.